Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the keyswitch and the generator interface board (gib). The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there was a broken key in the mainframe of the 9800 system. It was also noted that there was an intermittent logged problem with the x-ray controller during a pmi. There was no report of patient injury.